Event description:
It was reported that the customer had blood glucose levels of 477 mg/dl and the sensor was showing low. It wa also reported that the customer had a bent sensor. It was found that the sensors were expired.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.